Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead dislodged and exhibited high thresholds. Rv lead revision procedure was performed and the lead was explanted and replaced. During the revision procedure, the right atrial (ra) lead dislodged and was explanted and replaced. No patient complications have been reported as a result of this event.